Event description:
This study pt underwent carotid artery stent implantation and during the procedure experienced hypoperfusion and post procedure experienced hypotension. This is a male, with unk medical history. The target lesion was left internal carotid artery described as bifurcated, mildly calcified and 55% stenotic. An angioguard was inserted, tracked, deployed, and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. During the procedure, blood flow through the target vessel slowed and stopped. Blood around the target lesion was suctioned (60cc), by aspiration catheter and flow returned to normal. The angioguard was retrieved with debris observed within the filter basket. The pt left the angiography suite neurologically intact. Approx. 20 hours after the procedure, the pt developed hypotension. Dopamine was administered and he recovered approx. 20 days after the index procedure. According to the physician, this was likely due to carotid sinus reflex by stent placement as the stent was slightly over the carotid bifurcation. There were no neurological symptoms and the pt was discharged from the hospital.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13391181 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No non-conformance records were issued for this lot. No excursions were found for lot 13391181. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage in a foreign country, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use(IFU), may involve add'l risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics, and is not related to a product quality issue as the angioguard performed as intended. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system), and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation, and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction, and gender. Clinical research has revealed that 40% of pts undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any mfg issues that contributed to the reported event. This is one of two products involved with this adverse event in which associated MFR report numbers are 1016427-2009-00184.